Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2019-11652; related manufacturer report 1627487-2019-11653; related manufacturer report 1627487-2019-11654; related manufacturer report 3006705815-2019-03984; related manufacturer report 1627487-2019-11656; related manufacturer report 1627487-2019-11657. It was reported that the patient was no longer receiving adequate pain relief from the scs system. As such, the full scs system was explanted. There were no complications during procedure. Patient was stable.